Manufacturer narrative:
(B)(4). Date sent: 05/28/2025. D4: batch # 264d96. H4: the device manufacture date is currently not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with two gst60g reloads present. Both reloads were received partially fired 1/16. The device and returned reloads were tested for functionality in the straight position by resetting and reloading them into the device. The device achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple release criteria. However, the knife advancing was noticed slower than normal speed. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be not functional as expected power. No conclusion could be reached as to what may have caused the pcb board to be damaged. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #plee60a, with lot/batch # m9az97; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 264d96, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device could not be fired. Changed to a new one to continue the procedure but the same problem happened again. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.